Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. Other not related issues were observed but it was concluded that the device can not be repaired. The device was returned to the customer unrepaired per their request. A cause of the reported issue could not be determined.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.